Manufacturer narrative:
The reported meter was returned and investigated. The meter powered on with button press and strip insertion. Low battery icon was not observed. No new issues were observed, the complaint is not confirmed.

Event description:
A caller, reporting on behalf of a (B)(6), reported the customer received a low battery icon on the display of her brand new adc blood glucose meter. Caller further reported that due to this customer experienced "eyes rolling", was "lethargic and vomiting" and subsequently experienced both a loss of consciousness and a seizure. Customer was given (B)(6) and the paramedics were called. Customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia and treated with "an injection of glucose" and "pure sugar water", in addition to monitoring. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: the caller was unable to report the actual date/time when the medical event occurred, therefore this information is unknown. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).